Event description:
Our hospital was notified that a part we had been waiting 8 months for, a safety disk, for our inter-aortic balloon pump was ready for installation and that preventative maintenance (pm) that was waiting for this part could be completed by the manufacturer. The technician that was going to complete this replacement and pm arrived on site and notified us that the pm could not be completed and safety disk could not be installed, because the executive control board on the unit required replacement. Unfortunately, there were no boards available. A time frame could not be provided for a replacement, as they were having manufacturing problems with them. When asked how we should proceed with using the unit, the technician was unable to provide us anything but did let us know that if the pm had been completed 13 days earlier in january, the unit would have been fine to use for another 6 months. Our issue was that no notification about the board shortage was communicated to us prior to the pm, and no advice for use could be provided to us on how to proceed with using the unit, even though the same board would have been used for 6 more months had the work been completed in january. ====================== manufacturer response for system, balloon, intra-aortic and control, cardiosave hybrid, type b plug (per site reporter) ====================== none